Manufacturer narrative:
Visual analysis of the photographs identified: broken device: observed voids on gel. Wait for the device to analyzed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: break.

Event description:
Healthcare professional reported :after package was opened, there was already silicone leakage and rupture before implantation". Device not implanted.